Event description:
12/18/96 pt on hydration and anti-emetic therapy catheter cut to 12 inches and placed in (l) cephallic vein. Arm circumferance was 12 1/2 inches, 4 inches up from (l) ac. Good blood return, flushed easily. Placed with one attempt, line threaded easily. Pt instructed on proper flushing and instructed to use warm, moist heat for 48 hrs. 12/19/96 24 hrs after insertion dsg changed with s/s of phlebitis noted. Only small 1/2 inch size dried blood on 2 x 2 square dsg. Line flushed easily. 12/21/96 pt called with c/o tenderness to (l) bicep area and red line noted, (l) arm circum 12 3/4". Pt instructed, again to clevate arm, use warm, moist heat and take 2 asa qid. 12/22/96 s/s nf phlebitis not resolved. Long line pulled.